Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The customer reported noticing a split in the tubing whilst priming the set with normal saline. No pt contact occurred as this was identified on set up. The IV administration set has been requested for investigation but not rec'd to date.